Event description:
The following information was received from the field: during a high risk svg pci a cyper stent dislodged while it was being retrieved into the guiding catheter. The stent was snared from the patient.